Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-16270 it was reported that the patient presented via remote transmission on (B)(4) 2019. Upon intervention, the implantable cardiac defibrillator delivered inappropriate anti-tachycardia pacing for supraventricular tachycardia. On another occasion there was also noted undersensing on the discrimination channel causing secure sense to automatically switch to passive. The right ventricular lead exhibited a drop in measured r-waves amplitude. No patient symptoms were reported from these issues at the time. The patient expired on (B)(6) 2019. The physician did not allege any of these issues caused or was associated with the patient¿s death.

Manufacturer narrative:
Analysis was normal. No anomalies were found.